Event description:
It was reported that after use of the bd vacutainer® k2e plus blood collection tube there was an issue with under fill. This occurred on 2000 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: they are having this issue from last one month. Frequency is 5/10. Samples is collected less in edta tubes. Using our eclipse needles 100% vacuumed collection done.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® k2e plus blood collection tube there was an issue with under fill. This occurred on 2000 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: they are having this issue from last one month. Frequency is 5/10. Samples is collected less in edta tubes. Using our eclipse needles 100% vacuumed collection done.